Event description:
Went to hook up nebulizer to compresser equipment, the item blew apart a piece hit pt's eye. Eye was red for 3 weeks. Pt has been to the dr who has given pt medication. Pt has to go back for when pt stop using the medication their eye goes red again.